Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was noted that the perforation was not completely sealed and the patient expired. No other information was provided. Due to the inherently serious and emergent use of the graftmaster device, the perforation itself, the inability to treat the perforation and/or the overall condition of the patient may have possibly resulted in the patient death. Death is listed in the rx graftmaster instructions for use as a known adverse event associated with coronary stenting procedures and is not necessarily an indication of a product quality deficiency. Overall, a conclusive cause for these reported patient effects and their relationship to the device, if any, could not be determined. A review of the nonconforming material records database did not reveal any nonconformances associated with this lot and a query of the complaint handling database did not reveal any other incidents reported for failure to seal the perforation (leak), suggesting that there are no lot specific product quality deficiencies. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. Since there was no report of any damage observed to the stent delivery system (sds) or stent implant prior to the procedure, this may indicate that a product deficiency did not contribute to the difficulties experienced. In this case, no patient anatomical information was provided and the device was not returned for analysis, both of which may have aided the investigation. It is possible that the stent did not have proper vessel wall apposition to properly seal the perforation; however, the exact cause cannot be determined. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are leak-tested and visually inspected for foil damage and proper placement online during the manufacturing process. A review of the lot release testing indicated that all units met manufacturing specification. A query of the complaint-handling database was performed and there have been no other incidents reported for failure to seal the perforation (leaks) from this lot.

Event description:
It was reported that during the procedure in an unspecified vessel, the jostent graftmaster otw stent graft was deployed for treatment of a perforation. Although the performance of the device was reported as excellent, the perforation was not sealed. The patient expired. Cause of death is unknown. Though requested, additional information has not been provided.